Event description:
Balloon rupture during procedure.

Manufacturer narrative:
The device balloon was aspirated then inflated with 2cc of air. The balloon sustained inflation for half hour, there are no defects detected with the device balloon. Visually there is a kink in the bellows and another subtle kink approximately 9" from the distal tip. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. Balloon was not burst.

Event description:
It was reported that the pt's hearing has deteriorated. Testing showed 8 electrode channels with increased impedances. The pt was re-implanted in 2009.